Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator door failed to lock. A field service engineer, after troubleshooting the unit, found that the latch and cable needed to be replaced. The field service engineer replaced the latch and internal cable, then verified the operation. The system functioned as intended after the field service engineer rectified the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es remote manager would not recognize door was closed causing user to be stuck on screen and refrigerator door was not locking. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.